Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), tubo-ovarian abscess ('pelvic abcess- tubo ovarian abscess') and salpingitis ('chronic salpingitis') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included discomfort. Concurrent conditions included diabetes since 2004 and abdominal operation. Concomitant products included buspirone hydrochloride (buspar) from (B)(6) 2006 to (B)(6) 2006, insulin aspart (novolog) since 2004, paracetamol (acetaminophen) since (B)(6) 2007 and sertraline hydrochloride (zoloft) since 2004. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced tubo-ovarian abscess (seriousness criteria medically significant and intervention required), 1 month 12 days after insertion of essure. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety, mental anguish"), urinary tract infection ("uti"), genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (supracervical hysterectomy (uterus only), supracervical hysterectomy (uterus only) unilateral salpingo-oophorectomy - right side and unilateral salpingo-oophorectomy - right side). Essure was removed on (B)(6) 2007. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, genital haemorrhage and abdominal pain had resolved and the tubo-ovarian abscess, salpingitis, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, salpingitis, tubo-ovarian abscess, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted regarding hsg. In previous version hsg results were provided but as per current follow up, plaintiff reports that she did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of events abnormal bleeding (vaginal, genital, menorrhagia) was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), tubo-ovarian abscess ('pelvic abcess- tubo ovarian abscess') and salpingitis ('chronic salpingitis') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included discomfort. Concurrent conditions included diabetes since 2004 and abdominal operation. Concomitant products included buspirone hydrochloride (buspar) from (B)(6) 2006, insulin aspart (novolog) since 2004, paracetamol (acetaminophen) since (B)(6) 2007 and sertraline hydrochloride (zoloft) since 2004. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced tubo-ovarian abscess (seriousness criteria medically significant and intervention required), 1 month 12 days after insertion of essure. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety , mental anguish"), urinary tract infection ("uti"), genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (supracervical hysterectomy (uterus only) and unilateral salpingo-oopherectomy - right side). Essure was removed on (B)(6) 2007. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the tubo-ovarian abscess, salpingitis, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia and urinary tract infection outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, salpingitis, tubo-ovarian abscess, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted regarding hsg. In previous version hsg results were provided but as per current follow up, plaintiff reports that she did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: new events genital bleeding, uti and abdominal pain and reference updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), tubo-ovarian abscess ('pelvic abcess- tubo ovarian abscess') and salpingitis ('chronic salpingitis') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included discomfort. Concurrent conditions included diabetes since 2004. Concomitant products included insulin aspart (novolog) since 2004 and sertraline hydrochloride (zoloft) since 2004. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced tubo-ovarian abscess (seriousness criteria medically significant and intervention required), 1 month 12 days after insertion of essure. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety , mental anguish"). The patient was treated with surgery (supracervical hysterectomy (uterus only), supracervical hysterectomy (uterus only) unilateral salpingo-oophorectomy - right side and unilateral salpingo-oophorectomy - right side). Essure was removed on (B)(6) 2007. At the time of the report, the pelvic pain had resolved and the tubo-ovarian abscess, salpingitis, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, salpingitis, tubo-ovarian abscess and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted regarding hsg. In previous version hsg results were provided but as per current follow up, plaintiff reports that she did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-jun-2019: pfs and medical record received. Reporter and patient demographics were added. Medical history, concomitant drugs were added. Updated suspect drug indication. Events pelvic abcess- tubo ovarian abscess,chronic salpingitis, vaginal bleeding , menorrhagia, depression, anxiety , mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and did not undergo essure confirmation test added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.